Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that after pre-dilatation, the xience v stent was deployed in the mid left anterior descending artery. During post-dilatation a distal edge dissection was discovered. A 3.5 x 18 mm xience v stent was deployed to cover the dissection. No adverse patient effects were reported. No additional information was provided.